Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint samples could not be performed as they were not returned for evaluation. The root cause of this complaint cannot be determined. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances.

Event description:
The following incident information was reported to mvi, inc. Via maude event report (foi) by us mail from the FDA ((B)(4)). No other incident information or pt identification was provided. The lot numbers for 3 mvi coils was provided. We are reporting as an adverse event occurred.